Event description:
Event was reported to caldera medical by an attorney. Legal complaint states that patient suffered bodily injuries. Injuries and or symptoms include urgency of urination and continued incontinence.